Event description:
Spontaneous report. Patient reported a pen needle was bent when she tried to use it with her teriparatide prescription on (B)(6) 2024. She did not miss a dose as she had other pen needles to use. She did not have the lot number or expiration date to report. Unknown if available for return. Unknown if doctor is aware. No further information provided at this time. Dose/amount, strength: used with teriparatide 20mcg daily. Reported to (B)(6) by pt/caregiver.